Event description:
It was reported that during intra-aortic balloon therapy, the iabp showed optical sensor failure message. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The pressure tubing was also returned. The optical fiber was found to be broken within the membrane approximately 10.2cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID no. (B)(4).